Event description:
The family members reported to the home care dealer that the pt's lips turned blue and they called the paramedics. The report stated that the monitor alarms alerted the family members, but that the monitor did not capture events that were happening when family member called in for a download.